Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the needle driver instrument was used to suture the myoma removed from the uterus. It was observed that the needle continuously rotated weakly in the needle driver instrument during the suturing process. Additionally, the surgeon complained of discomfort, stating that their wrist did not rotate properly while suturing. There were difficulties as the ties were finished loosely, causing the sutures to unravel and requiring the same movements to be repeated multiple times. Due to the significant slowdown in the progress of the surgery and the surgeon's complaints of discomfort, only the main suturing was performed robotically, while the remaining surgical finishing was completed laparoscopically. The procedure was converted to laparoscopic surgery with no reported injury. The customer indicated that no fragments fell inside the patient during this event; including sutures. The conversion to traditional laparoscopic surgery did not result in additional ports being added. The patient tolerated the procedure conversion well. The procedure was completed laparoscopically without issues. There was no patient injury due to this event.

Manufacturer narrative:
The needle driver instrument has been received, but investigations are not yet complete.